Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture (loc), increased threshold measurements and high out of range pacing impedance measurements. It was suspected this lv lead dislodged. It was also noted that atrial and ventricular signals were being sensed in the lv. The decision was made to deactivate this lv lead. No revision procedure planned at this time. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead will not be returned. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Additional information was received approximately 6 years later indicating this lv lead remains implanted and continues to exhibit high out-of-range pace impedance measurements in bipolar configuration. It was not reported at what time the patient's lv lead was reactivated after previously being electrically abandoned. The lv configuration was change to lv tip to device and satisfactory impedances were obtained. A suspected right atrial (ra) lead dislodgement was also noted. An x-ray was performed confirming ra dislodgement as well as likely damage to the lv lead at the level of the clavicle. The physician is currently considering revision to implant a new ra lead, there are no plans to revise the lv lead at this time. No adverse patient effects were reported. This system remains in service.